Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device was not turning on. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the device was not turning on. The investigation is ongoing.

Manufacturer narrative:
A service quote for repair has been sent to the customer for approval. The repair is still pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received. This file is closed and can be reopened if new information becomes available.